Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 55731uq09 and 10196fd01. Trending review determined no trends were identified for falsely elevated results for the product. Return testing was not completed as returns were not available. The issue appears to be sample specific for certain patient samples. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of carbon dioxide (co2) reagent (ln 7p72-20) lot 55731uq09, and alinity c carbon dioxide calibrator (ln 8p72-01) lot 10196fd01 was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained multiple falsely elevated alinity c carbon dioxide results. The following results were provided: sample ID (B)(6): alinity 44 mmol/l and advia 27.3 mmol/l; sample ID (B)(6): alinity 43 mmol/l and advia 24.7 mmol/l; sample ID (B)(6): alinity 45 mmol/l and advia 28.5 mmol/l; sample ID (B)(6): alinity 42 mmol/l and advia 25.7 mmol/l. No impact to patient management was reported.